Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated the patient had to be hospitalized when they could not control his blood glucose. He was treated with insulin and fluids. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.